Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged battery compartment and defective latch. Functional test was performed for accuracy and test failed. The customer reported issue was duplicated. The investigation determined the cause of the flow issue was due to the expulsor. The expulsor would be sanded to correct problem.

Event description:
It was reported that there was a ¿flow rate anomaly¿. There was unknown patient involvement.